Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field e2, e3, g2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it was confirmed that video connector latch was worn out and therefore it is likely the issue was caused by connection failure with cable. However, a definite root cause that led to the malfunction could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.